Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who received bupivacaine (15mg/ml, 3mg/day) and dilaudid (30mg/ml, 6mg/day) in an implantable pump non-malignant pain and failed back surgery syndrome. An empty pump alarm was confirmed to have occurred on (B)(6) 2015. The patient missed a refill due to being hospitalized for unrelated health reasons (pneumonia). The patient had no apparent signs of withdrawal at that time. The reporter suggested dose consideration with the healthcare providers (hcp) if the pump was refilled. The patient experienced pain in their lungs while coughing. The patient was currently hospitalized and doing better, but there was discussion about palliative care. There was a possibility the patient was dismissed by the managing hcp due to patient non-compliance in the past with appointments, but the reporter was unsure (heard rumor). Further troubleshooting may be needed in the future to determine why the patient did not go through withdrawal. The next steps were unknown, but options were given to the hcp's caring for the patient. Additional information was requested from the hcp regarding the actions/interventions required and if the pump was refilled. If addi tional information is received, a follow-up report will be submitted.